Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh and boston scientific advantage were implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted on (B)(6) 2005 along with cystoscopy due to symptomatic stress urinary incontinence. It was reported that following insertion the patient experienced pain, infection, urinary problems, organ perforation, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent relaxing perineoplasty, vaginoplasty, excision of scar tissue, posterior colporrhaphy on (B)(6) 2009 due to dyspareunia and perineal and vaginal scar. The operation report indicates ¿the advantage trocar was then used to place the mesh ¿[if mesh was implanted, that would be a different product to the mesh], information from the perioperative record - intraoperative indicates mesh quantity 0 and quantity 1 - no mention of mesh on the perioperative record - intraoperative and no product stickers to confirm at this time.